Manufacturer narrative:
(Hospitalization). Evaluation results: (no conclusion can be drawn), (stroke).

Event description:
It was reported that approximately 33 months post initial stent implant that the patient was admitted for syncope. The head CT revealed cva probably due to newly diagnosed heparin induced thrombocytopenia. The investigator assessed the event was not related to the device, drug, or the procedure.